Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and determined that the initial problem was reported incorrectly. The actual issue found was a defective bag to vent switch that did not allow the selection of mechanical ventilation. The bag to vent switch was replaced to resolve the reported issue. No report of patient involvement.

Event description:
The hospital reported that there was a back light failure. There was no report of patient involvement.